Manufacturer narrative:
A ge service rep performed an onsite investigation. The main cable was replaced and the monitor power supply was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's power cable was cut, and that the monitors would not display an image. No pt injury was reported.